Manufacturer narrative:
The insulin pump had alarmed motor error during basic occlusion test and the device was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratches on the display window and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed motor error when the reservoir was empty. He was priming the set and most of the insulin came out of the end of the tubing, about 55 units of insulin. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer declined further troubleshooting due to motor error outcome.